Manufacturer narrative:
On (B)(6) 2019 it was noted that pli 10 have a wrong rfr code and reportability decision due to code review. Changed the code and this event had been reassessed and should no longer be reportable. It was found not to be associated with a serious injury or potential for serious injury with reoccurrence. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy procedure, at first firing the surgeon was able to pressed the green button but was unable to squeeze the handle, hence the device did not fire. The surgeon attempted to fire the device multiple times and the device worked, but as soon as the device fired the anvil bent and the staples did not form properly. It was noted that the staple line was incomplete on the proximal area and some staple fell into the patient's cavity. It was also reported that there was a problem unloading the reload wherein the surgeon was unable to remove it through the trocar. The surgeon removed the stapler and used energy device to stop the bleeding and suction the staples that fell into the patient's cavity. Another stapler and reload were used to complete the procedure.